Event description:
Patient is on home tpn IV infusion via curlin 4000 ambulatory pump. The IV tubing -product # 340-4128- has been causing air-in-line alarms frequently. This problem is specific to lot # cf 1018802, and crf 10155003. Patient reported consistent alarms nightly, requiring reprime of tubing to get rid of excess air. Patient also experienced air reappearing in tubing soon after air was removed and infusion was resumed. Patient switched to other lot # -d100315 and d100304- and problem did not occur with these lots. Dates of use: (B)(6) 2010. Diagnosis or reason for use: tpn home infusion. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction?: #1 yes, #2 yes.